Manufacturer narrative:
The malfunction was confirmed. Method code updated to include 4109. Result code updated to 4203. Conclusion code updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported that the continuous glucose monitoring system did not provide an alert.